Manufacturer narrative:
(B)(4). The complaint sample was not returned to teleflex for evaluation. The complaint cannot be confirmed. Root cause cannot be established. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the rusch laryngoscope handle was defective when taken from the package and during a "code blue". The bottom holding the batteries popped off without notice , sending the batteries and spring across the room. No report of a patient injury.